Event description:
The caller reported experiencing a cartridge alarm 20 but noted that the issue did not cause the blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support confirmed that the customer had dealt with cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was instructed on how to put the pump into storage mode before returning it and acknowledged understanding of the steps necessary upon receiving the replacement pump. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.